Event description:
It was reported that during an unspecified surgical procedure, it was observed that the compact air drive device drill kept running when they turn nitrogen on without pushing the trigger. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown; therefore, UDI: (B)(4). The manufacturing location is unknown. Device manufacture date is unknown. The device serial or lot number is unknown.